Event description:
Multiple proglide closure device failures during tavr, last one broke during removal, femoral artery required unexpected surgical cutdown and repair. Multiple perclose devices were deployed during tavr procedure. The 5th device became stuck in right femoral artery and could not be removed smoothly, physician was able to remove the device following some manipulation of the device. Upon removal the device came apart. There was no retained foreign object, after manual pressure was applied for some time with no hemostasis it was decided by the physicians that surgical cutdown to repair the arteriotomy was the best option. Pt was discharged home on (B)(6) 2023.